Manufacturer narrative:
Concomitant medical products and therapy date statement removed. The investigation has been completed and pump data log found a safety auto off alarm occurred on the reported event date. No device failure was identified during functional testing.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's blood glucose (bg) was 753 mg/dl with diabetic ketoacidosis (dka). Humalog and lantus injections were administered. Ketones were identified as being dangerous by a healthcare provider. Customer and healthcare provider alleged the pump was defective. Customer reverted to using manual injections for insulin therapy.